Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that on the same day as a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced bleeding that required unspecified intervention. No further information was provided.